Manufacturer narrative:
The device was not returned; therefore, a physical investigation could not be performed. Based on the information provided, the reported event could not be confirmed and the root cause could not be determined. The review of the lhr (f1503403) indicated that the device lot met all established performance criteria prior to shipment. (B)(4).

Manufacturer narrative:
Were updated to reflect the device return. An attempt to inflate the device revealed a leak in the balloon. Visual inspection at high magnification confirmed that the source of the leak was a 2 mm longitudinal tear in the balloon, approximately 6 mm from the balloon proximal tip. The balloon appeared to be intact with both ends of the balloon still attached to the device. There were no missing pieces. Based on the information provided and the investigation performed, the root cause of the tear could not be conclusively determined. The review of the lhr (B)(4) indicated that the device lot met all established performance criteria prior to shipment.

Event description:
The following information was reported: the doctor followed all the applicable steps. At the point of the second stop to confirm that his position was at arteriotomy, the doctor stated that the balloon was deflated and pulled out. The sales representative was on site but in another procedure. Per doctor, the patient was not harmed. Manual compression was applied for less than 30 minutes. The patient was not hospitalized. Doctor's opinion: balloon failed. Additional information: per rep., the deployer has used mynx numerous times, but unsure if certified. Procedure type: visceral w/maa, vessel location: above bifurcation, sheath size: 5fr, stick location: right femoral. Intended closure: arterial.